Event description:
A (B)(6) male presented for a nanoknife ablation of a kidney lesion located on the left kidney. Toward the completion of the procedure, the nanoknife generator froze during treatment with pair 3-4 after 80 pulses, and the treatment was aborted. The treating physician determined to not re-treat for the missing 10 pulses. The treating physician was satisfied with the ablation. Post procedure, the patient developed what appeared to be local swelling at the probe insertion site. The post ablation CT scan showed that the skin was displaced from post ablation gas formation and edema. The treating physician considered this a non-serious, and an ice pack was placed on the area for treatment of the swelling and edema while the patient recovered from anesthesia. It was reported there was no permanent harm or injury to the patient due to the event.

Manufacturer narrative:
This report is being submitted to report that the patient experienced swelling and edema at the probe entry site. The swelling and edema at the probe entry site was attributed to displaced skin due to post-ablation gas formation. An ice pak was placed on the area for treatment of the swelling and edema while the patient recovered from anesthesia. As reported, the treating physician was satisfied with the ablation results, and there is no reported harm or injury to the patient. The nanoknife system includes single use electrode probes and generator. No component of the system was returned to angiodynamics, therefore, a device evaluation was not conducted in regards to this event. A review of service orders for generator (sn (B)(4)) used during the case noted that an operational verification (ov) was successfully performed on (B)(4) 2010. The generator received an annual servicing/calibration on (B)(4) 2011. No issues were noted. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).